Manufacturer narrative:
Bibliography mohammad abdelghani, m. P. (2019). Transcatheter aortic valve implantation with the third generation balloon-expandable bioprosthesis in patients with severe landing zone calcium. The america journal of cardiology. Per the instructions for use (IFU) complications such as cardiovascular injury, perforation dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the cause for ¿aortic valve re-intervention¿ was not provided by the author and with limited information provided in the literature, patient factors/co-morbidities not provided in addition to the procedure itself, may have contributed to the reported complications and subsequent conversion to surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A (B)(6) study was published in a european article, ¿transcatheter aortic valve implantation with the third generation balloon-expandable bioprosthesis in patients with severe landing zone calcium¿. The study included patients who underwent tavi for native aortic valve stenosis with the next generation balloon expandable thv sapien 3 between march 2014 and february 2018. The following events occurred during the study: ten patients experienced a stroke, forty-eight patients experienced a vascular complication, two patients needed aortic valve re-intervention, one patient required coronary re-intervention, thirty-six patients experienced a conduction disorder requiring a permanent pacemaker (ppm) and two patients who developed moderate prosthetic valve regurgitation. This complaint represents the 2 patient who required aortic valve re-intervention.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report is 1 of 6 submitted for this complaint (article). Reference mfg. Report numbers: 2015691-2020-11059, 2015691-2020-11061, 2015691-2020-11066, and 2015691-2020-11068, 2015691-2020-11071.